Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited sudden high out of range shock impedance. Technical services (ts) reviewed the reports and recommended following actions. The device remains in use. No adverse patient effects were reported.